Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed seal was missing. During the inspection, the device was intermittently on and off after powering up. Visible corrosion, rusty and contamination inside the device. The liquid crystal display was damaged and cracked. The mainboard was replaced.

Event description:
It was reported that the screen goes black. No patient injury reported.